Event description:
It was reported that the patient's pump stuck out and was causing pain. When the patient laid down the pump was flat, but when she stood up the bottom of the pump stuck out. It was reported the pump had been sticking out for approximately 3-4 weeks post implant and caused the patient pain all the time. The patient was waiting to hear from a neurosurgeon about having the pump explanted. The device system was used to deliver morphine. It was reported the patient had psoriasis and her dermatologist determined it was because of the morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc serial# (B)(4) implanted: 2009-(B)(6) explanted: product type catheter; product ID 8598a serial# (B)(4) implanted: 2010-(B)(6) explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).